Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On the same day, it was reported that the patient had hypoglycemic shock without description of the mobile device. The day the sensor was put on the arm, the mobile device screen showed high, she compared it with her bgm and it was 492mg/dl. She uses tandem t slim without decimation of aid. She was asymptomatic and took probably 5 units of insulin. Sometime later, "she went down to 40mg." No mention if this was an cgm or a bg. She was awoken shaking and sweating pretty bad. She took a glucagon shot and carbohydrate. The bgm was barely up to 70mg/dl. No mention of the cgm during this time. During the report, she was still shaking. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. B3: date of event - correction. B5: describe event or problem - correction. H2: correction/additional information. H6: medical device problem code - correction. H11: additional.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient had hypoglycemic shock without description of the mobile device. The day the sensor was put on the arm, the mobile device screen showed high, she compared it with her bgm and it was 492mg/dl. She uses tandem t slim without decimation of aid. She was asymptomatic and took probably 5 units of insulin. Sometime later, "she went down to 40mg." No mention if this was an cgm or a bg. She was awoken shaking and sweating pretty bad. She took a glucagon shot and carbohydrate. The bgm was barely up to 70mg/dl. No mention of the cgm during this time. During the report, she was still shaking. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.